Event description:
In a laparoscopic gastric bypass procedure, while attempting to close the jaws of the i60xxl stapler onto gastric tissue for the third firing, the anvil of the device was broken. Another device was used to complete the procedure; there were no adverse effects to the health of the patient.

Manufacturer narrative:
The i60xxl anvil was found to be broken as had been reported. An anvil material change has been implemented in order to address this issue.